Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during a secondary medication infusion the secondary infusion backflowed into the primary infusion. There was no patient harm.

Manufacturer narrative:
Correction: lot #, device MFR date: because the lot number of the event set was not provided. The customer¿s report of back flow from the secondary to the primary was confirmed. No anomalies were observed on the received sets during visual inspection. The check valve was also visually inspected under magnification. The check valve was noted to be assembled in the set correctly, and the silicone membrane was centered. Functional testing was performed; fluid and air bubbles were noticed going into the primary bag. Fluid was also noted to have gone past the check valve indicating a failing check valve. Testing of the used returned part indicated a failed result per supplier. Disassembly of the check valve part resulted in the discovery of a particle located between the housing seal area and the affixed silicone diaphragm disk. The particle was identified to be protein/human skin. The root cause of the backflow failure is a particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the protein/human skin particle was not identified.

Event description:
The customer reported that during a secondary medication infusion the secondary infusion backflowed into the primary infusion. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that during a secondary medication infusion the secondary infusion backflowed into the primary infusion. There was no patient harm.